Event description:
It was reported that during a routine follow up one week post-implant, this right ventricular (rv) lead exhibited loss of capture. Pacing threshold measurements were high and a micro-dislodgement of the lead was suspected. The rv lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded as it was contaminated and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.